Event description:
It was reported that during a supply change the ilet displayed ¿unable to proceed,¿ persisted after restart and firmware update, and required multiple attempts on prior changes, leading to a device replacement and the user later returning the replacement while continuing to use the original device without further issue. Customer care provided support that included technical troubleshooting, and replacement-for-investigation. Investigation of this case revealed reproducible failure to complete the supply change procedure without active alarms and subsequent normal function reported with the non-replacement device. No symptoms or alarms noted during the event. Outcomes included interruption of insulin delivery workflow and the need for device replacement logistics. It was concluded that a device malfunction related to the supply change process occurred, with root cause undetermined.